Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented. Concomitant product: right- mentor siltex round moderate profile 275cc saline breast implant, catalog number 3542640, serial number (B)(4), lot number 5644094. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 275cc saline breast implants that bilaterally deflated after implantation. The issue was reported by the doctor. As a result patient scheduled for explantation for (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 8/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Replacement devices reported are as follow: left replaced with catalog number smpx-370, serial number (B)(4), and right replaced with catalog number smpx-370, serial number (B)(4). This report is for the left implant. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed two rents within areas of siltex cracking on the posterior view, measuring approximately 0.8 and 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).